Event description:
The ethicon stapler used to divide the appendix from the cecum had significant bleeding that required cautery to control it. There was still minimal ebl and no harm to patient but this product did not function as expected. The rep was present and witnessed the complication. FDA safety report ID# (B)(4).